Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: bd received a sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. The cracks observed on the sample cannot occur during our manufacturing process, so the root cause of the failure can be associated to improper use. Typically, the cracks seen can be formed when the product is used with either a lubrication solution or infusion with a high ph-value. The solutions release internal stresses within the product, and in conjunction with excessive force over 24 hours, cracks can form. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd connecta¿ stopcock leaked. The following information was provided by the initial reporter, translated from swedish to english: "I have a leaking three-way crane bd connecta."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd connecta¿ stopcock leaked. The following information was provided by the initial reporter, translated from swedish to english: "I have a leaking three-way crane bd connecta."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "I have a leaking three-way crane bd connecta."